Manufacturer narrative:
The reported event of charge timeout was confirmed. The device was received at end-of-life battery voltage level, with normal output and telemetry communication. Analysis of the device image indicates the device was implanted beyond its projected longevity and underwent multiple high voltage charging and shock events. These conditions significantly increase energy consumption, thereby accelerating battery depletion and affecting charging time of the high voltage capacitor. The charge timeout was reproduced during lab testing, consistent with end-of-life battery voltage condition. The device was implanted for 11.79 years which exceeded its projected longevity and is consistent with normal estimated service life. After replacing the battery, capacitor maintenance test results did not identify any functional issues.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited charge time out. The physician explanted and replaced the ICD. The patient condition was unknown.